Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience recurring incontinence due to the device not working properly. A surgical procedure was performed to explant the device and replaced with a new aus. No additional patient complications were reported.

Manufacturer narrative:
Product was manufactured prior to the UDI regulation: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Upon receipt at the quality assurance laboratory, the returned components underwent a thorough analysis. The cuff was visually inspected and leak tested. Visual inspection revealed wear on the cuff shell at the corner of a fold and scaling on the cuff backing. The leakage test indicated fluid loss due to a tear along the lateral edge of the cuff shell near the cuff tab. The pump was visually inspected, leaked and functionally tested. Visual inspection showed scaling on the pump and tubing worn down to the filament. Both leakage and functional tests passed. The balloon was visually inspected, leak tested, and functionally tested, with all tests passing and no damage or abnormalities identified. Based on the available information and analysis results, the wear on the cuff shell and the fluid loss caused by the tear could have contributed to the reported clinical observation of device mechanical issue. The reported patient symptom is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Manufacturer narrative:
Product was manufactured prior to the UDI regulation: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience recurring incontinence due to the device not working properly. A surgical procedure was performed to explant the device and replaced with a new aus. No additional patient complications were reported.